Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged power loss alarm and failed battery test. The test p-cap locks properly in place in the reservoir compartment noted. Device received with cracked case on battery tube, cracked case on corner of belt clip rails, and cracked battery tube threads during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. In further full review in the insulin pump history found no power loss nor failed battery test alarms on the event date of (B)(6) 2021; however, found: low battery alarms on 06/23/2021 at 10:02:01, power loss alarm on 07/07/2021 at 06:59:22, 07:09:00, 07:41:00, 07:41:21, 07:46:16, 07:46:27, failed battery test alarms on 07/05/2021 at 17:00:41, 17:00:52, 17:01:51, 17:02:36, and 17:08:56, and insert battery alarm on 06/23/2021 at 16:01:26, 07/05/2021 at 17:00:38, 17:00:50, 17:01:50, 17:02:35, 17:08:54,17:09:21, 07/07/2021 at 00:40:56, 06:58:54, 07:29:44 07:42:23,. Device passed self test, sleep current measurement, active current measurement and displacement test. No unexpected low battery, insert battery, power loss, failed battery test, nor battery out limit alarms during testing. In summary, insulin pump passed required testing. Customer alleged for power loss and failed battery test alarms were not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected battery power loss and failed battery test alarm. Customer stated that insulin pump did not start after changing few batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.